Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The mother called requesting assistance with reading the bolus wizard and the bolus history to make sure the bolus wizard was giving the correct amount of insulin. The mother stated that the customer's blood glucose was climbing all day. Troubleshooting was performed. It was stated that the customer did not try a back up plan to treat her blood glucose. It was stated that the time on the insulin pump was incorrect. Reviewed the programming on the device and it seemed to be correct. Ran a fixed prime test and the insulin exited. The customer's mother called the next day to perform the high pressure test and the device passed the test. During the call, the mother stated that the customer was hospitalized for headaches and high blood glucose of 361 mg/dl. No further information was provided.